Event description:
It was reported, the laser from the video system center was reflected and strong halation occurred. The issue occurred during a therapeutic transurethral lithotripsy which was completed using a similar device. There were no reports of delay or patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.